Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400 failing accuracy +8.80% was confirmed during testing. The event was duplicated with the numbers of -2.97%, -5.56%, and -1.86% were all within the published customer spec of +/- 6.0%, but one was outside the internal spec of +/-3.0%. The event log did not reveal this event. The cause was isolated to expulsor out of calibration. Action was taken to replace and calibrate. Device passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400 .

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (+8.8%). No patient was involved in this event. No adverse effects were reported.